Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "pt receiving chemotherapy infusion at infusion center. During infusion, rn identified chemotherapy leaking from carefusion texium primary tubing. Was not leaking from attachment site to bag. Was leaking somewhere along the tubing. Chemotherapy spilled on pt's personal belongings. Potential to have caused more significant harm (I. E., vesicant)."